Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was alarming upstream occlusion. The site instructed the patient to check the tubing between the pump and the bag. The site also had the patient make sure the bag was fully spiked. The pump continued to alarm. The patient stated the pump had been alarming all day intermittently and they would like to get this resolved before the clinic closed. The site instructed the patient to power the pump off and call the clinic. Pump settings were not confirmed because the pump continued to alarm. The patient did state that the patient had approximately 25 hours remaining. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.